Event description:
The customer stated she was hospitalized for high blood glucose levels between 200 and 300 mg/dl. The customer also had ketones and was vomiting. The customer had been experiencing high blood glucose levels for the past three days. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. It was later stated that the customer's doctor requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.